Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant, the stylet was unable to advance in the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.